Event description:
A customer in (B)(6) notified biomérieux of a misidentification of enterobacter hormaechei atcc® 700323¿ as enterobacter cloacae/absuriae in association with the vitek® ms (ref 410895, serial (B)(4)). As this was a qc strain, there is no patient involved. The strain was correctly identified as enterobacter hormaechei by the vitek® 2. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint for the misidentification of enterobacter hormaechei atcc® 700323¿ as enterobacter cloacae/absuriae in association with the vitek® ms (ref 410895, serial (B)(6)). The investigation did not require strain submission for completion. Biomeriex reviewed customer data for analysis during the investigation. Review of the data included a review of the fine tuning, spot preparation quality, and identification. Review of the customer¿s fine tuning data showed the fine tuning performed prior to the misidentification meet all mandatory acceptance criteria. Review of the customer¿s spot preparation data showed the calibrator and sample ¿all peaks¿ values were heterogeneous, indicating non-optimal spot preparation. Review of the identification found enterobacter hormaechei is present in vitek ms knowledge base (kb) v3.2. The suspected cause for the misidentification is non-optimal spot preparation. See section h10